Manufacturer narrative:
No equipment was returned for investigation.

Event description:
Pt received full face treatment in 2004. At one and a half months post treatment, the pt has scarring and fat loss on both sides of her face. Pt received filler injection on her face.